Manufacturer narrative:
Device evaluation: the cartridge was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the lot number is unknown, therefore the manufacturing records for the cartridge could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation, the intraocular lens (iol) came back out of the incision when the cartridge was withdrawn out of the patient's eye. No patient consequences were reported. Additional information was received and it was learnt that the lens was not fully inserted into the eye as it was still partially in the cartridge. No incision enlargement, no vitrectomy was performed and no patient injury was reported. Another lens, same model and diopter, was implanted. No further information was provided.